Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's retractor band and solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e3, h6 and h11. E1 - facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-may-2022 to 30-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer solenoid and retractor band had burn marks. The field service engineer replaced the retractor band, solenoid, position sensor, drawer board, module controller and row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer solenoid and retractor band had burn marks due to component failure. Retractor band, solenoid, drawer board, module controller and row board cable were replaced to resolve, no other thermal damage observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's retractor band and solenoid. There were no adverse events or injuries reported based on this incident.